Event description:
Cardiovascular surgeon was suturing the distal anastomosis on the heart with prolene 7-0. Suture broke at critical moment and was difficult to finish the anast0mosis during this "off pump" case.